Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit display properly and no missing segment/partial display anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, unexpected error message or rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had got distorted which makes it difficult to see and had received a or e codes. The customer¿s blood glucose level was unknown. Customer also reported battery life had diminished, had unexplained no delivery alarms and the insulin pump was louder while rewinding. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.